Event description:
It is reported that the pt underwent a revision of the femoral stem that had cracked the femur during implantation.

Manufacturer narrative:
This report will be amended when our investigation is complete.